Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were not forming correctly. Another device was used to complete with no patient consequence.

Manufacturer narrative:
(B)(4). Lockout. The analysis results found that the device was received with the jaws in the closed position; the firing sequence was completed and no clip was released. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Conference call took place on (B)(4) 2011 with ees marketing, division manager, customer quality, and life cycle engineering: the dm indicated the or director said there have been no procedural changes. The dm reached out to the surgeon with no response. The dm will be traveling to the facility to discuss the incident. The rep completed a visit to the facility on (B)(6) 2011 and in-servicing was provided to the staff on (B)(6) 2011.